Manufacturer narrative:
The serial number of the device was requested, but not provided. Therefore, the serial number catalog number, expiration date, device unique identifier (UDI), age of device and manufacture date are not available for the device. Additional information was requested but had not been provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was in clinic and the vad coordinator submitted a log file to the manufacturer¿s technical service representative for review. The data confirmed that there was a possibility that the ac power cable to mobile power unit connection was disconnected. Additional information was requested but was not provided.

Manufacturer narrative:
The system controller data log file provided contained approximately 2 days of events, recorded from (B)(6) 2018. The information captured on (B)(6) 2018 from 10:35:26 pm to 10:35:28 pm revealed that the system was connected to a mpu and there was a complete loss of power to the mpu. As a result, there was an event associated with no external power and the system was supported by the backup battery for approximately 3 seconds. After the power to the mpu was restored the alarm cleared and the system continued operating on mpu. The mobile power unit was not returned for evaluation and remained in use. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.